Event description:
Pt was implanted with the bacfix ti system for a one-level (l4-l5) procedure. At two weeks post-op, the anterior/posterior radiograph revealed that the rod on the pt's left side was dissociated from the wedge/screw at l5 and had migrated caudally. The rod on the pt's right side was dissociated from the wedge/screw at l4, with no detectable axial motion. This system was explanted on 11/12/98. Following explant evaluation, it was concluded that the construct was likely not fully locked intra-operatively.